Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Total hip replacement- the size 36e x3 poly insert not locked in trident hemispherical shell 54e. Update: surgical delay: "it was 45 minutes surgical delay in trying to fixation", left side.